Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information received, it was reported by the sales rep via phone that during a rotator cuff repair the needle of the expressew iii suture passer w/o hook was misfiring. The complaint device was received and evaluated, visual observations reveal that the device is dull and appears worn. In other hand, the device presented signs/stains of the sterilization cycles. To test its functionality, a needle was loaded into the device and was tested on a sample rubber strip. When the trigger was actuated to deploy the needle, there was slight resistance and the deployment was rough and intermittent. The device was tested several times to ensure the improper functioning. The device does not function smoothly. A manufacturing record evaluation was performed for the finished device lot number: [55002-191114-10], and no non-conformances were identified. As per the cleaning instructions; when cleaning, fully immerse the instrument in the cleaning solution to avoid aerosol generation. Use a soft bristle brush to remove all traces of blood and debris. Maintenance; between uses, lubricate moving parts with a water-soluble lubricant. The complaint can be confirmed. The possible root cause for the reported failure can be attributed when repeatedly passing the needle through excess tissue causes that the device retained bio-debris inside the shaft and was not thoroughly cleaned causing wear of internal components leading to rough deployment issues. However, it cannot be conclusively affirmed. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on 1/7/2021, it was observed that the needle of the expressew iii suture passer w/o hook device was misfiring. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.